Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. "Date of the event" is an approximation based on information that customer reported incident occurred 6 weeks ago.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of basal insulin resulting in elevated blood glucose levels. The customer reported that they lost consciousness in the bathroom and wife called the emergency doctor. The customer was transported to the hospital. Upon arrival at the hospital, the patient's blood glucose result was 800 mg/dl. The customer reported that he was unconscious for 5 days while in the hospital. The customer can not recall details surrounding the event. The customer was treated for hyperglycemia, but does not know what type of treatment was given. The caller can not recall how many days he was hospitalized. The customer was removed from the insulin pump, and is now using an insulin pen for diabetes management. The customer was in rehabilitation after his hospital stay.